Event description:
Customer's camp counselor reported all day customer's results were high. At 7 pm, device = hi. Customer was given last dosage of insulin which is a total of 76 units for the day. At 7:30 pm, device = 520 mg/dl. Customer stated feeling low and was taken to the emergency room (ER). Hospital ER device = 40 mg/dl. Customer was treated with crackers, cheese, and orange juice before released. No controls. A request was made for return product and replacement product was sent.